Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced and during pre-op the connectivity test could not be verified and caller confirmed that there were impedances issues on the right side. Upon implanting new ins caller noted again that the connectivity test could not be verified and the same contacts had impedances issues as in pre-op. X-rays were taken of the patient. The patient was doing well with therapy and this was a normal ins replacement procedure. Agent reviewed connectivity test functionality. Additional information received from the manufacturer¿s representative (rep) reported the patient was receiving effective therapy from their previous and current neurostimulator. The cause of the impedance issue wasn¿t determined. An x0ray was taken, but there was no results yet and thus the impedance issue wasn¿t resolved. Additional information received from the manufacturer¿s representative (rep) reported they were still seeing high impedances and were unable to complete the system verification process. The rep said they were seeing the oor codes when trying to make adjustments with the patient handset (1703 and 1098). The hcp took x-rays to evaluate the system, but they hadn¿t reviewed images yet. The rep indicated that the patient was programmed to 8ma prior to the appointment. Today they reduced the amplitude to 7.2ma and the therapy was effective, the left hand shaking was controlled. The patient was using one of the high impedance electrodes for therapy programming. They were going to program the patient and have them use therapy and then re-evaluate the patient at another appointment

Manufacturer narrative:
Continuation of d10: product ID b35200 lot# serial# npi719092h implanted: (B)(6) 2022. Explanted: product type implantable neurosti mulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.